Event description:
The ge oec fluoroscopy system would boot up.

Manufacturer narrative:
A ge oec svc rep investigated the issue and replaced cpu, hard drive, display adapter, backplane, image processor, cine drive, and video controller. The sys was tested and found to operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.